Event description:
Pt had lumbar surgery l5-s1 by percutaneous pedicle screw fixation with trans 1 device. Subsequent to this surgery blood was found in her stool and she had a presacral abscess. She also had perforated rectum and underwent a diverting colostomy.